Event description:
Lead management case where the lld-ez slipped back and the physician wasn't satisfied with the traction platform for continuing with the laser catheter in the rv apex. The lead was cut and capped with the lld-ez still in the lumen.